Event description:
According to the reporter, during a procedure, when an attempt was made to test the clip applier before clinical use, it turned out that it was not loaded properly or it was a misfire. A new clip applier was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was partially applied with twenty-seven remaining clips. The ratchet function was engaged. The distal end of the channel cover was intact. Microscopic inspection of the jaws revealed acceptable jaw co-planarity. Two clips were jammed in the distal end of the channel. Functionally, the jammed clips were removed. The ratchet function was disengaged. The instrument was first test fired once in air so that the clip formation could be observed. The pusher bar was observed going under the clip and not loading the clip into the jaws. It was reported that the were clips not loading properly. The reported issue was confirmed. The most likely cause was traced to component failure. The plate latch was noticed to be at inside of lower housing without free movement (up/down) with latch spring component. This restricted pivoting movement could result in a failure condition of clips not loading properly. Internal process improvements have been initiated to address this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.